Event description:
It was reported that pump housing and usb port were damaged and that pump battery was not charging even after trying to charge through a wall adapter for an extended period, with unstable usb connection and no charge starting despite multiple attempts. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and charging cables without success, initially received replacement charging supplies, and was instructed to contact healthcare provider if battery depleted, after which technical support determined pump needed replacement, arranged shipment of replacement pump to customer¿s hotel, provided instructions to let battery fully deplete, return problematic pump within 10 days, and program pump settings and reconnect continuous glucose monitor in replacement pump, and a later replacement order was canceled when it was no longer needed.